Event description:
Boxes of bd ultra-fine 3 short pen needles are defective. Problem with half of needles in two boxes with two different lot numbers: #7003192 and #7092615. Problem: when priming the novolog pen with two units of insulin half the time only droplets of insulin come out instead of a steam of insulin indicating that the needle is defective. Very dangerous! Patient will get the wrong dose of insulin if not observant enough to change needles.